Event description:
Ous MDR. After an implantation time of about 8 1/2 months, it was reported that the ICD could not be interrogated. The ICD was explanted.

Manufacturer narrative:
Ous MDR. The ICD first underwent a status interrogation, which confirmed the clinical complaint; the device could not be interrogated. Then the device was opened. The battery was checked and proved to be completely charged. In the further course, the electronic module was analyzed. A burnt-out fuse of the electronic module was identified as the cause of the clinical complaint. However, the examination did not provide any indications of a component defect. The fuse was exchanged. After that, the ICD could be fully interrogated. The power consumption of the ICD was checked in the following. There was no increased current uptake, which could have been related to the burnt-out fuse. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was provided, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was normal. The electrical analysis did not indicate any malfunction of the electric module. It can therefore be suspected that the trigger for the clinical observation was an external influence, such as some therapeutic radiation. However, despite thorough research and inquiries, we were unable to ascertain whether the pt had undergone a therapeutic radiation treatment. In summary, the fuse of the electronic module was burnt out. The investigation of the electronic module did, however, not indicate any material defect or manufacturing error. After exchanging the fuse, the device turned out to be fully functional. In particular, the current uptake was normal. It cannot be ruled out that radiation therapy might have led to the clinical complaint.